Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead presented to the emergency facility in ventricular tachycardia (vt). The ICD was interrogated and two fault codes were revealed, shock lead shorted and charge time exceeded along with battery capacity depleted. It was further reported that the device pocket felt hot. Boston scientific technical services (ts) discussed observations and recommended that the patient undergo an immediate replacement procedure. Additional information indicates that the patient's vt was medically managed and they were admitted into the hospital until a revision procedure could be performed. Additional information indicates that this patient underwent a revision procedure and the ICD was successfully explanted and replaced. The lead was tested through the pacing system analyzer (psa) and returned normal measurements. Furthermore a 2 joule shock was performed which returned normal shock impedance measurements. The physician opted to not perform maximum energy shock testing. No further adverse patient effects were reported. This rv lead remains in-service.